Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms that appeared consistent with a potentially compromised dl; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Additionally, the reported superficial damage and twisting of the driveline could not be confirmed as no images depicting the damage/deformation were submitted and no product is available for investigation. The submitted log file revealed intermittent driveline fault alarms throughout the duration of the file. No interruption in pump function was observed, and the pump appeared to have operated as intended without issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records and the dl were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's driveline was noted to be twisted and rescue tape had to be applied multiple times.

Manufacturer narrative:
The driveline fault was previously reported under manufacturer report number 2916596-2022-13419. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced multiple driveline fault alarms, as well as low vvltage advisories. The log also displayed one transient low flow alarm on 17nov2022. X-rays of the driveline were submitted for review but appeared unremarkable. The damage to the driveline was only cosmetic in nature.